Event description:
Pneumothorax found on chest x-ray following implant procedure. Doctor believes it was caused during tunneling. The patient had a chest tube placed and was kept in the hospital overnight.